Manufacturer narrative:
Product ID: neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that the patient had missed a refill and was hearing a critical alarm from the pump. The pump had been empty for a month and had been alarming for over a month. The patient went to the hospital twice, but both times the healthcare providers (hcp) weren¿t able to do anything. It was indicated that there had been miscommunication between the managing physician, the hcps at the hospital, and the insurance company that prevented the pump from being refilled. In addition, the managing physician was willing to see the patient, but she did not have any transportation available to get there. It was stated that the last refill of the pump took place about four months prior to report and the pump was empty at the time of report. The patient was experiencing tingling in her left leg that started about three weeks prior to report, progressed to numbness, and kept getting worse. It was also stated that the patient had pain when her neck bended that started two weeks prior to report. It was unclear if this was related to the pump, as the pump was implanted for back pain, but the patient didn¿t think she had these pains before. The device system most recently contained an unknown drug.

Event description:
Information was received from a consumer in regards to a patient who was receiving intrathecal baclofen therapy. The type of medication being delivered, concentration, and dose were unknown to the consumer. The patient's pump was implanted due to back pain, and the indications for use were listed as intrathecal spasticity and lumbar radiculopathy. The patient's pump was removed on an unknown date, and it was inquired about whether the patient's pain level would increase, decrease, or stay the same now that the pump had been removed. The consumer recalled an event in (B)(6) 2014 where the patient was unable to arrange transportation, so the pump ran dry for three months. Additional information has been requested, but it was not available at the time of this event.